Event description:
It was reported that the end-user powered wheelchair wheel hit one of the upright posts of the easytrack system. The caregiver did not notice the damage done to the post nor the fact that is was not leveled. The caregiver proceeded with the transfer and when trying to raise the pt, the system failed and tracking and posts went down with pt. No injuries were sustained by either the caregiver or the pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problem, history of the product involved and test report available about this type of product. There is a trend of less than one similar event in average by year, so the occurrence rate appears to be very low when compared to the estimated 15,000 installed bases of similar devices on the worldwide market. The problem was found to be related to the posts system, not the portable ceiling lift. No relevant info was found when reviewing the mfg process and the history of the posts system. An on-site inspection was performed by an arjohuntleigh ssu rep. He noticed damage to the post system, including scratches resulting from the wheelchair hitting the post, and bent rail hooks. These hooks link the horizontal track to the upright posts. Clear pictures were received by the MFR, enabling confirmation. It was also considered plausible that the hooks were bent during the impact, during the fall of the post, or a combination of both events; it is then considered the damaged parts were a consequence of the event. The facility also confirmed to the arjohuntleigh rep the initial sequence of events where the wheelchair hit the post of the system. It was also reported that the caregivers were not systematically doing a checkup of the 2-posts system as per the mfrs' recommendations, mentioned in the device instructions for use, prior to any transfer. This kind of event is related to risks that have already been assessed, so no further simulation was deemed necessary. This type of installation is a floor to ceiling pressure system, requiring no permanent installation to the structure of the room, secured with a spring loaded pressure mechanism located in the upright posts. As long as the pressure is present between the floor and ceiling, the system will be safe to use up to its safe working load of 440 lb. The absence of pressure will result in red area at the top of the posts being visible; based on the info received, the system fell because there was insufficient pressure in the posts to support the pt weight. From the simulation already done with this product, it is reasonably evaluated there was insufficient pressure in the posts because this component was impacted by the powered wheelchair, and the system was used to transfer the pt even with the alterations resulting of this impact. Since the post was at an angle and the red area at the top of the post was possibly visible, the next use resulted in the instability and fall of the portable track system. It is considered that knowledge of the device labeling would have permitted to avoid this event, and it is therefore concluded that a possible lack of training was the main cause. As mentioned in the instructions for use of the easytrack 2 posts system (001.10600 rev 9): if you are a power wheel chair, use extreme care - hitting posts may cause unit to become unstable. If posts are hit, reinstall the easytrack system to ensure the posts are straight (p.7). Before each time you sue the easytrack system, use level to check. If posts are not straight, remove rail and reinstall post. Red zone on top of post in not visible (p.20). The MFR considers this misuse to be clearly warned against in the device labeling. It is recommended that the personnel at the facility be retrained on the instructions for use of the 2-posts easytrack system (001.10600 rev 9), especially on the precautions regarding the use of the device and on the verifications required to be performed before each time the easytrack system is used.